Manufacturer narrative:
(B)(4) - supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 4326308 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material#: 309628. Batch#: 4326308. Verbatim: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2025 site name/location: level of harm: minimal harm ahs optional report to cmdsnet (health canada): no incident details: rn reported to me that they were giving vitamin k im to a newborn and part of the medication came out between the junction of the syringe and needle. The rn stated that this is the second time it has happened to him so he made sure the junction was tight, but some medication still leaked out and was not given. It is impossible to know how much medication the newborn received. Primary healthcare provider was informed. Who was affected? Patient. Device information device name/description: syringe luer lock tip 1ml. Manufacturer: (B)(6). Manufacturer code/model: 309628. Serial or lot number: (B)(6). Supplier: (B)(4). Supplier catalogue number: 308-309628. Was the device retained? No. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, just missed part of the dose. 2. Total number of occurrences? 1 for this report.